Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. Troubleshooting actions showed that the mdpu controller needed to be replaced. The issue was caused by the f2 fuse. The field service engineer (fse) replaced the mpdu controller and returned the system to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system would not boot up. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the mpdu controller and returned the system to use in good working order.